Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this right ventricular lead and following lead placement with successful helix fixation, high out of range pacing impedance measurements were exhibited. The physician attempted to retract the helix for lead repositioning however it was unable to rotate as expected. As such, the lead was removed and replaced with another lead of different model type. The attempted implant lead is expected to be returned for laboratory analysis. No procedural adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right ventricular lead, following lead placement with successful helix fixation, high out of range pacing impedance measurements were exhibited. The physician attempted to retract the helix for lead repositioning however it was unable to rotate as expected. As such, the lead was removed and replaced with another lead of different model type. The attempted implant lead is expected to be returned for laboratory analysis and no procedural adverse patient effects were reported.